Event description:
The product was used during a lap chole procedure. Reportedly, the clips jammed into the jaws. No pt injury was reported.

Manufacturer narrative:
02/17/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.